Event description:
It was reported to vyaire medical that the ltv 1200 ventilator has hardware fault alarm. This even happened during patient use and no patient harm noted with this event.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.